Event description:
The pt experienced symptoms of progressive chf. Fluoroscopy demonstrated a "stuck" leaflet. According to add'l info received an echocardiogram was performed and it appeared as if pannus was inhibiting leaflet mobility; however, at explant, no pannus was observed. The leaflet appeared to be "sticking"; however, there was no "obvious" reason for the leaflet sticking. It was decided to explant the valve and a sjm 21agn-751 was then implanted.